Event description:
Report received of the hub "breaking off" one of the catheter lumens. The reporter states the port just "broke off" where the lumen and the hub meet. It was unknown to the reporter what was occurring with the multi-lumen line at the time of the break. The reporter believes that an IV tubing was being connected, but was not able to confirm that with the staff. When the break occurred, the lumen was clamped. There was no blood loss or IV fluid leak. The catheter was removed, but it was unknown to the reporter if another catheter was inserted. It was also unknown to the reporter what IV fluids were infusing via the multi-lumen catheter. The reporter stated there was no adverse pt event.